Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-10-01. H.6. Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 9322367. Customer states that the needle hub separated from the syringe. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 9322367. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs hub separated during use. The following information was provided by the initial reporter: material no. 324911, batch no. 9322367. It was reported that the needle hub separated from the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10bag 500cs hub separated during use. The following information was provided by the initial reporter: material no. 324911 batch no. 9322367. It was reported that the needle hub separated from the syringe.